Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading dose of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). No new conduction disturbance was noted post bav. A 25 mm lotus edge valve implanted successfully. On the same day, post index procedure, telemetry findings revealed 2:1 block with lbbb. Medication was adjusted to treat the event. The event was considered to be resolving.